Manufacturer narrative:
Concomitant product(s): a 5076-52 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting variable thresholds that were noted to have been high as well as variable r-waves. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the lead was sensing intermittently in bipolar configuration. Amplitude was adjusted and the capture monitoring feature was programmed off.